Manufacturer narrative:
F/u report will be filed if additional information becomes available.

Event description:
It was reported that in 2009 while in the cardiology dept., the md inserted the intra-aortic balloon (iab) sheathless via the femoral artery. "After two days of proper (normal) functioning, there was blood observed both in the balloon and the tube. Due to the hemodynamic state, the md decided to remove the iab. This procedure was not possible. Removing the iab was also impossible due to the surgical treatment. Some part of the balloon was left in the aorta."